Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. A 2.25x32mm promus element stent was prepped in the normal fashion when stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but is similar to an approved us device.